Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported via manufacturer representative that they were experiencing poor coupling and pain at the implantable neurostimulator (ins) pocket site. The patient was 2.5 weeks post-op so some tenderness was normal, per physician, but the patient stated that they were experiencing a burning pain. It was noted that the burning pain was not from recharging and wasn¿t getting better. The patient mentioned the issue to their physician and they blamed it on ¿post-op pain/healing.¿ it was further reported that the patient was only able to get 2 coupling bars. The ins was slightly tilted out at the very top near the incision and the bottom of the ins was hard to palpate. The manufacturer representative reported that they tried various locations for recharging, including turning dial, and even tried their own recharger but it wasn¿t any better. It was suggested that the patient try lying on the recharger to get the ins as close to it as possible. Additional information provided on 2016-sept-21 reported that there was no improvement on the patient¿s pain or coupling issues. It was reported that when the patient later got coupling, it was only 3 bars. It was noted that the patient had already contacted their healthcare provider (hcp) regarding the pocket pain. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.